Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the insulin pump display went dark with a relatively new battery installed. The customer replaced the battery and the same situation recurred. The customer also received a battery out limit alarm. The customer did not recall the blood glucose reading. The customer was advised that the alarm was normal behavior for the insulin pump when the batteries are out for a certain period of time. The insulin pump had not been exposed to direct sunlight or extreme temperatures. The insulin pump passed the self test. The customer was advised to monitor the insulin pump and revert to a backup plan per a health care professional's instruction.